Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed presume that the defect was caused since the foreign material adhered to the surface of the objective lens during inspection, which became a core of moisture, temporarily causing dew condensation on the surface of the lens. The event can be detected by following the instructions for use which state: the instruction manual operation manual, chapter 3 "preparation and inspection, 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope was producing a cloudy image. There were no reports of patient harm.